Manufacturer narrative:
Additional review determined that this event was previously captured. Please refer to this report for further follow-up; the manufacturer report number is 2021898-2015-00412.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal therapy via an implantable infusion pump. The indication for use was not noted. The catheter was first implanted on (B)(6) 2006. On (B)(6) 2015, the catheter had to be replaced, due to a fracture in the catheter. It was reported that "technically this could be classified as 'patient harm' since the patient had to undergo surgery to remove the fractured catheter; however, given the age of the catheter and the multiple manipulations it experienced over the 2 years, this latest surgery may have been inevitable." Additional information was requested regarding symptoms experienced, troubleshooting performed, device serial numbers, what drug/concentration/dose/lot was being delivered, concomitant medications, patient medical history, and indication for use. The additional information was reportedly being pulled; if the information should be provided, a follow-up will be submitted.